Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles of plastic inside the housing of the menu button. The particles temporary isolate the area of contact inside the button housing.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the menu button on the infusion device works intermittently. The infusion device was requested for evaluation. No physiological effects were reported.